Event description:
The device was used during laparoscopically assisted vaginal hysterectomy. Reportedly, the device would not fire. Another device was used to finish the procedure. No patient injury was reported.